Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was transferred to the catheterization laboratory for an emergent percutaneous coronary intervention (pci) and an intra-aortic balloon pump (iabp) to be placed. Pci was performed with the left main coronary artery and the left anterior descending artery being stented. It was reported that the medical professional was unable to cross the left circumflex lesion and the decision was made to exchange the iabp for an impella device. While the patient was on the procedural table, it was stated that the impella cp advanced itself into the left ventricle and repositioned using the repositioning guide. Pump placement was verified through fluoroscopy once the patient was confirmed as stable. It was reported that advancement of the foley catheter caused blood-tinged urine in the patient. Before adjustment, the urine was dark yellow and clear and the patient was stated to begin continuous renal replacement therapy (crrt). Manual pressure was held and a thrombix patch was placed with light pressure until hemostasis was achieved. The patient suffered an episode of ventricular tachycardia the following morning and was administered amiodarone. During bedside echocardiogram (echo), a large left ventricle thrombus was noted to be in the apex of the left ventricle. The medical staff was made aware of the thrombus and the decision was made to leave the impella device in place and unchanged as escalation was no longer an option due to the recognized thrombus. It was reported that the patient¿s cardiac output declined after the patient stopped crrt for the day. It was stated that the medical staff performed a heparin-induced thrombocytopenia panel and the results returned as positive and argatroban was administered while the medical staff awaited tissue plasminogen activator delivery. An echo at the patient¿s bedside detected the impella cp to be a little deep. The medical professional repositioned the device despite the noted thrombus. Repositioning was done under echo guidance and the impella cp was pulled back from 4.10 centimeters to 3.75 centimeters. Mitral regurgitation was identified via echo. However, the medical staff was alarmed as the impella cp device did not appear to be snared in any structures. It was reported that the device was explanted. Care was withdrawn and the patient subsequently expired on support. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.